Event description:
It was reported that patient is experiencing pain at the ipg site with the battery tipping horizontally. Surgical intervention is planned to address the issue.

Manufacturer narrative:
Event date is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received shows that patient underwent surgery on 16dec2021 in which their ipg was revised.